Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient stated "something about the strip did not fill." The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter was evaluated and the alleged failure could not be reproduced. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject product(s) for evaluation.